Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the patient was in skull pins/mayfield for a posterior cervical foraminotomy (pcf) and the mayfield handle gave way. The patient's head and neck moved during surgery. There was no harm. Additional information was requested and on (B)(6) 2014, the customer provided the following: on (B)(6) 2014, the (B)(6) female patient's head moved in the mayfield during surgery. The length of time the product was in use before the event occurred was reported as during the case, time frame unknown. The patient was initially positioned prone. The surgeon broke scrub and inspected the mayfield. The patient was repositioned. The handle was taped so it could not move again. Surgical delay was defined as "long enough to fix the mayfield, probably 5 to 10 minutes. There was no adverse consequences as a result of the surgical delay. Surgery was completed. Patient outcome was "fine-no injury". The lot number or code of the product was unknown. The surgery was not performed with a stereotaxy device. Integra adult reusable skull pins (a1047, lot number unknown) were also used.